Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required cardiopulmonary resuscitation (CPR) en route to the hospital. Upon arrival to the emergency department, interrogation of the pacemaker showed a pacing problem. There was loss of capture and high thresholds with both right ventricular (rv) and right atrial (ra) leads. The staff had tried to pace via external pads without consistent capture, so the decision was made to increase pacemaker output to 6 volts to obtain ventricular capture. The cardiologist noted that the pulse was inconsistent with patient's heart rate. The patient required additional CPR and subsequently expired. The physician believed that the leads had dislodged during CPR en route to the hospital; there were no allegations from healthcare professionals regarding the device's performance, after being provided recent device session and lead trends. Further follow-up investigation could not provide a cause of death.